Manufacturer narrative:
(B)(4). Date sent: 11/29/2022. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and a tyvek along with the device. Upon visual inspection, the tyvek was noted to be without apparent damage. Also, the seal area was noted completed on the tyvek. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the tyvek and seal area. A manufacturing record evaluation was performed for the finished device lot number x95m5g, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the packaging was not sealed properly, so the sterility of the product was compromised. No patient consequences reported. No further information is available.